Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Concomitant medical product: 30502301 valve, implanted: (B)(6) 2001. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that three days after receiving a device upgrade, the chronic right ventricular (rv) lead threshold drastically increased and was not capturing. The impedance was noted to be stable and when tested via analyzer, the threshold was still high. In addition, an increase in the left ventricular (lv) lead threshold and pacing impedance was observed following the upgrade procedure. The lv lead was reprogrammed, and the rv lead was capped and replaced. No patient complications have been reported as a result of this event.